Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. Problem could not be confirmed. It was stated that the patient was a child. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that the receiver displayed initializing screen without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.